Manufacturer narrative:
The customer received complaints as 17 of these samples were known covid positive donors. Data for 52 samples were provided with donor sids, however sid for the impacted specimen were not given therefore no sids were listed. All available patient information was included, no additional patient information was provided. Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation, continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed false negative sars-cov2-igg results generated on the alinity I processing module for multiple donor samples. All results generated approximately between 12:00am and 3:00am on (B)(6) 2020 were negative with an index of 0.00. The customer received complaints as 17 of these samples were known covid positive donors. Data for 52 samples were provided with donor sids ranging from (B)(6) that generated negative results of 0.00 index during that time frame. An additional 10 samples were provided with donor sids ranging from (B)(6) that generated negative results between 0.01 to 0.02 index during that time frame. No comparison data was provided. There was also numerous error codes 1072, 1402, and 1403 generated from (B)(6) 2020 through (B)(6) 2020. After inspection of the instrument on (B)(6) 2020, the fsr noted that the that trigger sensor was cracked and leaking and causing air in the line and the trigger level sensor was replaced. No impact to patient management was reported.